Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Minimal risk is associated with this failure and deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2018 sign im nail implanted to repair a fracture was exchanged. The im nail was previously reported to the FDA as broken on (B)(6) 2017, with the patient identifier (B)(6). The broken im nail was replaced with a 8mm x 320mm fin nail per the sign technique manual.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undertermined but suspected to be caused by fatigue from non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(4) 2018 that a sign im nail implanted to repair a fracture was broken. Surgeon comment: "no trauma history, felt looseness of the nail."